Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The device was not returned for analysis. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other two proglide devices referenced "in" are being filed under separate medwatch reports numbers.

Event description:
It was reported that suture placement with three proglide devices were attempted in an unspecified vessel using the preclose technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, when the plunger was removed, the sutures were not attached to the needles with the three proglide devices. Two additional proglide devices were used for successful suture placement using the preclose technique. The evar procedure was completed and hemostasis was achieved using the pre-placed sutures from proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.